Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1, inratio: 3.3, lab: 1.8. Pt 2, inratio: 2.2, lab: 1.7. Results were taken within 15 mins of each other.

Manufacturer narrative:
Investigation pending.